Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.

Event description:
A cusa excel w/console 220v ac with footswitch had cooling system instability and the handpiece became hot with no alarm, during a procedure. Surgery was delayed for 20 minutes. Add¿l info was requested.